Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient has a history of non-st elevated myocardial infarction and had a 2.5x18 mm and 2.75x28 mm xience sierra stents implanted on (B)(6) 2021. On (B)(6) 2021 the patient was readmitted to the hospital due to nstemi and was sent to the cath lab; however, nothing was done. Final patient outcome is listed as unknown.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B5 - describe event or problem - subsequent to filing the combined initial/final report it was identified that additional information received was inadvertently left off of the initial report. The g3 date for this report is 06/14/2023 which is the date the error was identified.

Event description:
It was reported that the patient has a history of non-st elevated myocardial infarction and had a 2.5x18 mm and 2.75x28 mm xience sierra stents implanted on (B)(6) 2021. On (B)(6) 2021 the patient was readmitted to the hospital due to nstemi and was sent to the cath lab; however, nothing was done. Final patient outcome is listed as unknown. Subsequent to filing the initial report, update to event description: upon readmission only a measure of cardiac pressures was performed. Final patient outcome was fine, patient was discharged to home.